Event description:
It was reported that the lead was removed due to dislodgement. During replacement, the helix would not turn.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead exhibited normal electrical characteristics dried body fluid/tissue inside the header and inner insulation prevented helix extension. Too many revolutions when attempting to extend.retract the helix caused over-torque of the inner coil. After cleaning and sectioning, normal helix mechanism was found.